Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. In addition, water tightness has been lost/leaking of the cable unit was observed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: chapter 3, ¿preparation and inspection¿, do not use the instrument. Contact olympus. Some specific problems of pdd system including this camera head that appear to be malfunctions may be correctable by referring to section 9.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the instrument and send it to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.